Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support and during support, the patient had access site bleeding. Four units of packed red blood cells were given to the patient and a femstop and suture were applied to the site. Support continued. The patient remains on impella support.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, access site stabilized with fem stop and purse string suture as per the clinical description provided.